Manufacturer narrative:
Com-1835302-19

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2019. The patient was at a theme park with family when her cgm displayed 83 mg/dl with double arrows going down. The patient was able to inform family of her cgm value before she seized and fell to the ground. Emergency medical services (ems) was called; glucagon was administered, and the patient was transported to the hospital emergency department (ed). The patient¿s bg per ems post-glucagon was 70 mg/dl. The family was unable to check the patient¿s bg at the time of the event. The patient is an insulin pump user and had eaten 45-minutes prior to passing out. The patient was evaluated in the ed; IV fluids and dextrose were administered, and the patient¿s insulin pump was removed. The patient¿s bg in the ed was 246 mg/dl post-treatment. The ed staff informed the patient¿s mother that the dexcom needed to be calibrated because the cgm and the bg values were very different. The patient¿s mother indicated that the g6 has been inaccurate since the event and is uncertain if the inaccuracy is related to the expired glucometer test strips or the g6. The event occurred three days after the sensor had been inserted into the abdomen; the patient continued to wear the event sensor three days post-event. The patient¿s mother indicated that she did not receive an alert on her follow app that the patient was going low; however, the patient¿s low setting was 70 mg/dl. The cgm and bg values at the time of the seizure were not provided. At the time of contact, the patient was in stable condition. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.